Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that through the microcatheter, the endoprosthesis is ascended. When release was attempted, the device made a twist effect, rotation on its axis, it was not released. The pipeline failed to open in the middle section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was positioned in a bend in the middle portion. There was difficult navigation. There was no friction during delivery of the catheter. After several attempts the complete system was removed. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for embolization treatment of a unruptured, wide-necked saccular aneurysm, on the lateral wall in the upper segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.6mm distally and 4.09mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure was aneurysm exclusion with coils. The access vessel was 6fr and the access vessel diameter was 7fr. Ancillary devices include a shuttle sheath.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were fully opened and no damage. The middle of the braid was also fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal, middle and proximal of the braid were fully opened and no damage. The cause could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.